Event description:
The customer is having issues with a few rooms connecting to acuity. He has tried connecting propaq monitors directly to the ports on the terminal server and they are still not connecting. It appears that some ports may not be working, according to customer. Will be ordering a replacement terminal server. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events. Note 1 for block a: the customer did not provide any pts information.

Manufacturer narrative:
The customer will be scrapping the terminal server locally. A terminal server is an off-the shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure. Method: remote evaluation.